Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that interrogation of this pacemaker with a programmer noted the device had reverted to safety mode pacing in vvi at 72 beats per minute (bpm). It was reported that the patient had not undergone any known radiation treatment, however, had recently traveled and was scanned with the airport security machine. Boston scientific technical services (ts) recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.